Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 harvesting tool self activated and began to "glow" red, with no audible sound from the generator box. They poured saline water onto the evh system to extinguish what they perceived as a "burning" piece of equipment. There was not contact with the patient. A new kit was used and the procedure was completed with original cable and generator. No procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 07/01/2024. An investigation was conducted on 7/23/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The silicone insulation of both the hot and cold jaws was observed to be charred, with the majority broken off and not returned for evaluation. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. The black shaft was observed to be peeled/burned away near the tip of the shaft, exposing the inner contents of the shaft. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test. It immediately activated when the power supply turned on, with the toggle and jaws in a neutral position. Visible steam and heat were produced. When the toggle was manipulated, the heater wire snapped and the device stopped activating. The jaws did not reactivate when the toggle was moved backward to the closed position. An engineer evaluation was conducted on 08/19/2024 with the following results: the complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was toggled to the on position. The vh-4000 hemopro2 tool did not self-activate. It was observed that heating element on the jaws of the complaint vh-4000 hemopro2 tool was broken, indicating that the tool was no longer functional. Next, the complaint vh-4000 hemopro2 tool handle was opened to determine the cause of the self-activation that the hospital reported. After opening the handle, it was observed that the switch lever was in the closed position. The toggle was removed from the handle to expose the switch inside the handle. The switch was observed to be positioned incorrectly. The switch was not placed in the left handle posts. Based on the returned condition of the device, investigation results, and engineer evaluation, the reported failures "self-activation or keying" and "environmental particulates; smoke", as well as the analyzed failures, "peeled; jaw", "material twisted/bent; wire", "peeled; shaft", and "thermal decomposition of device" were confirmed. The lot # 3000400494 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. [Ncmr (B)(4): two complaints ((B)(4)) were reported because there was no movement of the hot and cold jaws when thumb toggle on hp2 tool(c-vh-4000) was moved to the fully open and closed position.]. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.